Event description:
It was reported that bd vacutainer® cpt¿ cell preparation tube with sodium citrate was giving erroneous results. This occurred on 16 separate occasions. No serious injury or medical intervention was reported. Verbatim: "material no. 362760. Batch no. 8340762. The customer experiencing low pbmc count issues with 16 samples (rat blood). Date of event is unknown. 6 davis dr. Durham, nc 27709. We recently purchased the bd vacutainer® cpt¿ mononuclear cell preparation tube - sodium citrate (catalog no.362760). We have been experiencing low pbmc yield issue. The typical cell count we saw were 0.5-1.5 x106 cells/3.5ml blood. We have been followed the pbmc preparation procedure on the ¿product insert¿ and controlled the centrifuge temperature and rcf well. We couldn¿t seem to figure why our pbmc yield is so low. We would like to get some tips/insight to help resolve the low cell yield issue with suing the bd vacutainer® cpt¿ mononuclear cell preparation tubes."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Complaint states use in non-human. Cpt tubes are not indicated for animal use. We do not have the capability at this time for veterinary investigations. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. However, bd technical service conducted troubleshooting with the customer and the issues had been resolved. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® cpt¿ cell preparation tube with sodium citrate was giving erroneous results. This occurred on 16 separate occasions. No serious injury or medical intervention was reported. Verbatim: "material no. 362760, batch no. 8340762. The customer experiencing low pbmc count. Issues with 16 samples (rat blood). Date of event is unknown. (B)(6). We recently purchased the bd vacutainer® cpt¿ mononuclear cell preparation tube - sodium citrate (catalog no. 362760). We have been experiencing low pbmc yield issue. The typical cell count we saw were 0.5-1.5 x106 cells/3.5ml blood. We have been followed the pbmc preparation procedure on the ¿product insert¿ and controlled the centrifuge temperature and rcf well. We couldn¿t seem to figure why our pbmc yield is so low. We would like to get some tips/insight to help resolve the low cell yield issue with suing the bd vacutainer® cpt¿ mononuclear cell preparation tubes."